Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller not communicating with the heartmate touch was confirmed via evaluation of the returned controller (serial number: (B)(6)). The returned controller was connected to a test heartmate touch and communication could not be established. Visual inspection of the controller revealed a minor kink in the white power cable located approximately 14.5¿ from the power cable connector. Electrical testing of the power cables revealed that the orange data transmission wire in the white power cable was broken; this would result in a loss of communication between the controller and heartmate touch. No issues with the other wires in the cables were observed. The system controller power cables were replaced with test power cables and communication with the system monitor was successfully established. The system controller was functionally tested and found to operate as intended after replacing the power cables. The outer jacket and underlying layers were removed from the white power cable, revealing that the orange data transmission wire was severed at the location of the observed kink. Minor kinks in the blue (receiving communication), brown (relative state of charge), yellow (alarm out), and red/white (motor voltage out) wires were also observed. No other physical anomalies were observed. The reported event was determined to be due to the orange data transmission wire in the white power cable being severed. The root cause of the broken wire could not be conclusively determined through this analysis; however, the observed kink in the power cable could have contributed to the degradation of the wire. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), subsection ¿what not to do: driveline and cables¿, inform the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller would not recognize the heartmate touch. Multiple heartmate touch units and adapters were used in attempt connect the equipment but there was no resolution. It was recommended to connect the patient's back up system controller to the heartmate touch to rule out any issues. The back up system controller was connected with no issues. Given that the patients primary system controller was not able to connect, it was determined that patient's system controller would be exchanged. The system controller was exchanged with no issue.